Event description:
Philips received a complaint from the customer biomed reporting a coin battery in the v60 ventilator leaked. The device was not in clinical use. There was no report of harm. There was no patient impact. The device did not meet specification for intended use and was removed from service. A philips remote service engineer (rse) evaluated the issue with the issue with the biomed engineer (bme) and confirmed the leakage caused some corrosion to internal device components. The bme replaced the central processing unit (cpu) printed circuit board assembly (pcba) and contacted philips customer care service center for the option codes to enable device functions. The rse provided the required option codes and customer enabled options successfully. The rse advised on reprogramming the serial number and unit hours per the v60 service manual and customer acknowledged. The device was operational and returned to service after repairs were completed.

Manufacturer narrative:
H11: the initial submission was complete and no follow -up needed.